Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. No further information available.